Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. When the catheter was connected to the ultrasound system, the echocardiogram image was not displayed. The user reconnected the catheter but the issue continued. After the catheter was replaced, the reported issue was resolved. The afib was completed with no loss of data and no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for no image being displayed on the catheter. Engineering confirmed that only one catheter with serial # (B)(4) was returned from this site. The other catheter was not returned. The returned catheter was inspected and tested; it was found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area due to user error. In this case, it is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area, simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal. (B)(4)